Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified left circumflex (lcx). The physician pre-dilated the target lesion with an unknown balloon and was unable to advance the 2.75x32mm taxus express2 stent across the lesion. Balloon inflation was performed in the lesion several times and the taxus express2 stent was unable to cross the lesion. However, it was noticed the stent strut got lifted. The procedure was completed with another manufacturer. No patient injuries or complication were noted. Patient's condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will no be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specification at the time of release to distribution. The most probable root cause is considered operational context.